Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to a recurrent driveline infection. Antibiotic therapy was started and multiple vacuum assisted closure dressing changes were performed. No additional information was provided.

Manufacturer narrative:
A specific cause for the reported driveline infection cannot be conclusively determined. On (B)(6) 2017, the patient underwent a driveline infection wound debridement. Approximately 3 days later, they were readmitted for a recurrent driveline infection. They were with antibiotic therapies and multiple vac wound dressing changes. The patient remained ongoing on vad support until they underwent a pump explant on (B)(6) 2018. The pump was returned and evaluated under (B)(4) (complaint (B)(4)). A correlation between the reported infection and the evaluation of the device cannot be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the patient was hospitalized from (B)(6) 2017. A wound debridement was performed on (B)(6) 2017. No additional information was provided.